Event description:
It was reported that approximately one day after implantation of a vena cava filter, the patient presented to the emergency room with chest pain and the filter was noted to have migrated to the tricuspid valve. The filter was successfully removed and the patient was reported to be doing well after the procedure.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter migration to the heart. Based upon the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: potential complications. Migration of the filter. This may be caused by placement is oversized vena cava greater than 28mm, or larger migrating thrombus dislodging the filter from its deployed position.